Event description:
It was reported that patient was having discomfort from implantable pulse generator (ipg) placement. The patient underwent a revision procedure wherein the ipg was repositioned. The patient and was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.